Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
On an unreported date, the patient experienced a touch contamination which caused peritonitis. On an unreported date, the patient was diagnosed with and hospitalized for peritonitis. The causative organism was not reported. On an unreported date, the patient was treated with unspecified antibiotics and was discharged from the hospital. No additional information was available at the time of this report.